Manufacturer narrative:
20-sep-2024 product investigation results: complained product received - user handling was identified as root cause for the complaint.

Event description:
End of the toothbrush the metal pin is snapped. Half of it broken inside the head...brush head keeps falling off - oral-b [device breakage]. Doesn't lock on the brush - oral-b [device connection issue]. Case narrative: a parent via phone reported that when he took the oral-b toothbrush head off of his 9 year old daughter's oral-b frozen toothbrush, type 3772, the metal pin end of the oral-b toothbrush snapped and half of it was broken inside of the oral-b toothbrush head. The oral-b toothbrush heads no longer locked on the oral-b toothbrush and kept falling off. No injury was reported. 03-sep-2024 case update: the suspect product lot was z3db3141167 z3db31411629. No injury was reported. 12-sep-2024 case update from information initially received on 03-sep-2024: the concomitant product was oral-b power oral care refills sensitive clean eb60. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
End of the toothbrush the metal pin is snapped. Half of it broken inside the head...brush head keeps falling off - oral-b [device breakage]. Doesn't lock on the brush - oral-b [device connection issue]. Case narrative: a parent via phone reported that when he took the oral-b toothbrush head off of his 9 year old daughter's oral-b frozen toothbrush, type 3772, the metal pin end of the oral-b toothbrush snapped and half of it was broken inside of the oral-b toothbrush head. The oral-b toothbrush heads no longer locked on the oral-b toothbrush and kept falling off. No injury was reported. 03-sep-2024 case update: the suspect product lot was z3db3141167 z3db31411629. No injury was reported.